Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[(B)(6)] called and said that they noticed there were no audible alarms on this unit. The vent was on a pt, but there was no incident or compromise with the pt. They noticed it when they had to disconnect the vent from the pt. They ended up putting the pt on conventional ventilation because the pt was ready for it. Will dispatch."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the unit, verified the complaint and determined that the root cause of the reported event was that the alarm cable was disconnected. The carefusion field service rep was unable to determine how the alarm cable became disconnected. The carefusion field service rep reconnected the alarm cable, verified the function of all alarms, and performed a 2000 hour (unit calibration) preventative maintenance (pm) service which is a complete calibration and checkout to ensure that the device meets all factory specs. Upon completion, the device was returned to the user facility's control ready to be placed back into service. At present, carefusion considers this to be an isolated incident.